Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal cancer. Did the patient receive any preoperative chemotherapy or radiation? No . What healthcare professional fired the device and what is his/her experience with the device? I did, a lot. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was a complete washer transection confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, thin on rectal side but intact . How was leak identified? CT. Can more information be provided regarding the exact location along the anastomosis where there were no staples? Right posterior, on rectal side. Were any malformed staples identified? If so, please describe. No. How was the leak addressed? Reoperation and colostomy. What is the current status of the patient? At home, staple with colostomy.

Event description:
It was reported that the doctor performed a low anterior resection on an obese patient using an ecs29a circulator stapler. After firing the stapler and performing the leak test, the initial test showed bubbles. The doctor increased pressure and didn't see any bubbles. The procedure was completed at that point. The patient returned the following day with an anastomotic leak. The doctor reoperated and noticed there were no staples on the side of the anastomosis. It was not reported what was done to resolve the issue.